Event description:
It was reported that an alert was triggered due to high superior vena cava (svc) coil impedances on the right ventricular (rv) lead. A fluoroscopy was completed and the svc coil appeared kinked. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d294trk implantable cardioverter defibrillator (ICD), (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert. The analyst noted that an out of tolerance sub-threshold lead impedance alert was recorded on (B)(6) 2013. The analyst further noted that the maximum svc defib impedance rose from an approximate baseline of 50 ohm to greater than 250 ohm the week ending (B)(6) 2013.